Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted as the balloon part was broken. A second iab was opened but the same issue occurred. The customer managed to monitor and recover the patient with inotropic agents. There was no patient harm or adverse event reported. This report is for the 1st iab. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 14.2cm from iab tip. Additionally three kinks were observed on the inner lumen within the membrane approximately 13cm, 14.7cm and 15.5cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing the reported problem. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted as the balloon part was broken. A second iab was opened but the same issue occurred. The customer managed to monitor and recover the patient with inotropic agents. There was no patient harm or adverse event reported. This report is for the 1st iab. A separate report for the 2nd iab was submitted under mfg report number 2248146-2024-00312.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).